Manufacturer narrative:
The reported blood loss is attributed to the operator not completing rinseback as instructed in the user's guide. Eval of the returned cartridge confirmed a dialysate leak at the balance chamber of the cartridge. Investigation revealed that the cartridge was from a lot which had been previously recalled voluntarily for increased incidence of such leaks. Furthermore, the pt had responded to recall effectiveness checks in sept 2007 indicating that affected cartridges had been discarded. The user's guide includes adequate warnings to periodically check for leaks and to terminate treatment if a leak can not be resolved. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff have been notified and will inspect all remaining cartridge inventory and discard any residual affected lots. Nxstage medical considers this report closed. No add'l info will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. During a routine hemodialysis treatment, the pt's blood pressure dropped into the 70s systolic from a typical pressure in the 90s. A saline bolus estimated at 300 to 500 cc was given to the pt in response to the drop in blood pressure. A clear fluid leak was observed at the end of treatment when preparing for rinseback. Partial rinseback was performed resulting in an estimated blood loss of 95 cc. Facility staff also reported that the operator programmed too much fluid to be removed for the treatment. No other medical intervention was required.